Event description:
It was reported that five days post implant, a device check revealed high thresholds on the left ventricular (lv) lead and pacing failure with atrial fibrillation (af) as the patient¿s rhythm. Af defibrillation was carried out from the crt-d pacemaker under anesthesia. At a subsequent device check patient experienced intermittent phrenic nerve stimulation at high thresholds from the lv lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5076-52 lead, (B)(6) 2014. A 6935m62 lead, (B)(6) 2014. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The analyst noted the left ventricular capture management threshold management had increased to 3 volts bye 2014 (B)(6).